Event description:
Routine complaint investigation when a consumer reported receiving inprecise back to back readings on blood glucose monitor. The valves, when plotted on a clarke error grid, fell into the "d" zone showing he difference to be clinically significant. There has been no report of death, serious injury or mistreatment associated with the event.